Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The procedure was completed with another of the same device. No patient complication were reported.